Manufacturer narrative:
Concomitant medical products: 5866-38m adaptor, implanted: (B)(6) 2015; 5071-53 lead implanted: (B)(6) 2015; 5071-53 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing and diminished p waves on the right atrial (ra) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.